Event description:
One complete se sfa peripheral stent, 7x60x130mm, was implanted to right distal sfa during index procedure. There was no occurrence of device malfunction. Patient died approximately 5 months post procedure. Investigator did not assess if death was related to the device or the procedure. Complete se sfa is a pre-market study device but is similar to complete se iliac/biliary which is approved in the us and complete se iliac which is approved ous.

Manufacturer narrative:
(B)(4).